Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the non patient end of cannula is difficult to use and breaks off during use with an unspecified bd pen needle. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.

Event description:
It was reported that the non patient end of cannula is difficult to use and breaks off during use with an unspecified bd pen needle. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for breaks off during use npe & difficult/unable to operate.